Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that every day the patients get the transducers wet with blood even when priming per policy. The air was from the transducer to the dialyzer only. The nurse stated this continues to occur. The machines are alarming appropriately for air detected. The nurse stated the arterial chamber pressure keeps dropping when using these 03-2522-1 combiset bloodlines. They have received new shipments of combiset bloodlines (lot unconfirmed). Blood and saline continue to get into the transducers causing them to become wet and requiring them to be changed out. The nurse stated that it seems that the combiset is tight, but somewhere there is a leak. Companion lots are available to return for evaluation. The nurse could not confirm what lot was available in the clinic. It cannot be confirmed how many times this issue has occurred or with what lot numbers. A sample return box was requested to be sent.